Event description:
The customer reported that the system shut down without command during a case and the screen went black. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power transformer was re-strapped to match the incoming power. The system was then found to be operating as intended.